Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Loss of capture and pauses was noted on the implantable pulse generator (ipg) and right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.